Event description:
The nurse prepared the feeding solution on the disposable feeding bag and the tubing at the disposable got disconnected. The disconnection occurred between the "on off valve" and "prevention free flow valve." They were similar incidents during this week at the hospital. We informed the manufacturer of our problem and replaced the lot (lot # 405143) with new bags. There were not aware of this issue prior to us informing them of it.